Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patient mentioned in the journal article. The following sections could not be completed with the limited information provided. Date of event - unknown. Device code - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. Initial reporter - the article was written by michael m morlock, dennis bünte, harmen ettema, cees c verheyen, åke hamberg and jeremy gilbert. PMA/510(k) number. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 9 states, ¿fatigue fracture of component can occur as a result of loss of fixation, strenuous activity, malalignment, trauma, non-union, or excessive weight.¿ number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." Product location unknown.

Event description:
Information was received based on review of a journal article titled, "primary hip replacement stem taper fracture due to corrosion in 3 patients". The article reports that patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient underwent a revision procedure 6.3 years after the initial procedure due to a broken stem taper. The procedure was completed with a legacy biomet head, and competitor stem and cup. A CT scan showed a thickened capsule but no eccentric pseudotumor. During the revision, slight metallosis and gray intra-articular fluid were found. An osteotomy was needed to remove the well-fixed stem. A bone defect at the anterior acetabulum was treated with bone impaction grafting. No further information has been provided.